Event description:
Snare wire reportedly broke during polypectomy, while attempting to transect one 8mm polyp. The polyp was not completely transected. Perforation of colon reportedly occurred during pocedure, and surgical intervention was required.